Event description:
Patient reported, left side with"pain, encapsulated prosthesis, sharp and stabbing pain, hardened breast", and "bilateral intracapsular fluid collection, minimal amount, no clinical significance". Physician reported, capsular contracture, (baker grade IV). And prominent folds. Device remains implanted.

Event description:
Patient reported left side with "pain, encapsulated prosthesis, sharp and stabbing pain, hardened breast". Healthcare professional reported capsular contracture (baker grade unknown, "intracapsular fluid collection, minimal amount, no clinical significance", and prominent folds. Device remains implanted.

Manufacturer narrative:
Cont. H.6. Health effect-f2303 medication required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "intracapsular fluid, minimal amount".